Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex femoral component and tm monoblock tibia component. It is reported by the patient's counsel that the patient received the implants on (B)(6) 2010 and was revised on (B)(6) 2014 due to pain. Note that the nexgen lps flex is of zimmer (B)(4) design control and the tm monoblock tibia is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.